Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. (B)(6). Reported event of tip did not detach. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a trapezoid rx lithotripter compatable basket was used in the bile duct during a lithotripsy procedure on (B)(6) 2014. According to the complainant, during the procedure, they were able to capture an approximately 3cm stone. Attempts were made to crush the stone but failed. The basket was then used in conjunction with an alliance ii handle to detach the basket tip but also failed. They then cut the pull wire at the handle and left the impacted basket with the stone inside the patient. During an endoscopic retrograde cholangiopancreatography (ercp), they used another device to crush the stone, release the stone from the basket, and remove the basket from the patient. Additionally, there were no anomalies noted with the lithotripter basket prior to use. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be ¿good.¿